Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did this occur during one patient procedure? Yes. Name of procedure? Mohs surgical excision of a non-malignant skin cancer. Will actual device be returned for evaluation? Yes, we have 4 examples of where the thread pulled off the needle during a closure of a surgical excision. Please, provide us with the proper address and method of returning to you the defective material. Were there adverse patient consequences? Fortunately, there were no patient consequences. Our surgeon was able to retrieve the needle from the patient after the suture thread separated from the needle.

Event description:
It was reported that a patient underwent a mohs surgical excision of a non-malignant skin cancer in (B)(6) 2019 and suture was used. During the procedure, upon closure of a surgical excision, the needle detached from the suture. The surgeon was able to retrieve the needle from the patient after the suture thread separated from the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former, a detached needle and a dispensed suture of product code j497, lot mjk059 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected, but marks on the edge needle that appear to be by use of a surgical instrument cold be observed and a suture piece still was attached to needle. The suture present body fluids and the end was observed damaged (cut). According to condition of detached needle received, the assignable cause of the performance pull off suture needle was an improper handling to avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point a manufacturing record evaluation was performed for the finished device mjk059 number, and no non-conformances were identified.